Event description:
Same case as MFR #: 2134265-2012-00988. It was reported that during a stenting treatment procedure, stent damage occurred. The intrinsic native diseased lesion with a dissection "most likely induced" by a non-bsc guide wire, was located in the posterior branch of the circumflex (cx) artery. There was significant hematoma in the wall of the vessel. A 3.5x20mm promus element plus stent was deployed to 12atms to cover stenosis "distal to the bifurcation and proximally". Angiography demonstrated that proximal to the stent was still a moderate luminal compromise. It was felt that this was most likely due to a hematoma in the wall of the vessel. Therefore a 3.5x12mm promus element plus stent was implanted overlapping the 3.5x20mm stent. Positioning was documented angiographically prior to deployment. Angiography performed after deployment revealed that there was luminal compromise immediately proximal to the 3.5x20 stent. Ultrasound was performed and a gap was identified between the 2 stents. Then it was noted on fluoroscopy that there appeared to be longitudinal shortening of the distal sections of both stents. A 4.0x12mm promus stent was deployed across the stenosis, inflated to 14atm. Final angiography revealed no residual stenosis and timi 3 flow. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).